Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges alarms (5 and 25) occurred. There was no impact to the customer's blood glucose level and the customer was able to load a new cartridge successfully.